Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. The patient was using the insulet omnipod5 insulin pump at the time of the event. According to the patient¿s parent, on (B)(6) 2026, the reporter noticed that the cgm seemed to be reading inaccurate with a reading of 4.8 mmol/l, however, the bg was not checked. On (B)(6) 2026, the patient began vomiting. The cgm was reading 4.5 mmol/l while the bg was 20.8 mmol/l and ketones were 3.8 mmol/l. The reporter treated the patient with 3 units of insulin by pen fiasp and 2.75 units insulin through the pump. The parents called 111, however they were advised that someone would contact them. After one hour of monitoring the cgm was still displaying 4.8 mmol/l while the bg was 18.8 mmol/l and ketones were 3.2 mmol/l. The reporter replaced the sensor and took the patient to the hospital as the patient was still vomiting. The patient was treated with fluids (sodium with glucose) and insulin. The patient stayed overnight and was discharged the next day (B)(6) 2026. The sensor and pump were removed and replaced prior to discharge. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid at the time of symptoms. The reported glucose values fall within the c zone of the parkes error grid after initial treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. The patient was using the insulet omnipod5 insulin pump at the time of the event. According to the patient¿s parent, on (B)(6) 2026, the reporter noticed that the cgm seemed to be reading inaccurate with a reading of 4.8 mmol/l, however, the bg was not checked. On (B)(6) 2026, the patient began vomiting. The cgm was reading 4.5 mmol/l while the bg was 20.8 mmol/l and ketones were 3.8 mmol/l. The reporter treated the patient with 3 units of insulin by pen fiasp and 2.75 units insulin through the pump. The parents called 111, however they were advised that someone would contact them. After one hour of monitoring the cgm was still displaying 4.8 mmol/l while the bg was 18.8 mmol/l and ketones were 3.2 mmol/l. The reporter replaced the sensor and took the patient to the hospital as the patient was still vomiting. The patient was treated with fluids (sodium with glucose) and insulin. The patient stayed overnight and was discharged the next day (B)(6) 2026. The sensor and pump were removed and replaced prior to discharge. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid at the time of symptoms. The reported glucose values fall within the c zone of the parkes error grid after initial treatment on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.